Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated following a series of shocks the patient received from an implantable cardioverter defibrillator (ICD). Both pulse generators were removed and upgraded to a dual chamber aicd. The lead, model 125, serial number 201926 was removed due to a fracture at the terminal pin.